Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right atrial (ra) lead was failing to capture. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece with an extended helix. The electrical test was normal with no anomalies found, with the exception of an internal short that was noted due to the over-torqued inner coil. The cause of the reported event was due to the over-torqued of the inner coil inside the connector region, consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece with extended helix. Electrical test was normal with no anomalies found with the exception of an internal short was noted due to the over-torqued inner coil. The cause of the reported event was due to the over-torqued of the inner coil inside the connector region consistent with procedural damage.